Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced, and no ventilator logs were provided. The functionality of the servo-I ventilators is that the activation of the o2 breaths function for oxygenation purposes delivers 100% oxygen for 1 minute. After this time the oxygen concentration will return to the pre-set value. This operation also activates the alarm pre-silence function, which becomes visible on the screen shown with a crossed bell symbol along with the time remaining in the silent period displayed in the message area. All alarms are still shown visually on the screen. When the alarms are pre-silenced, pressing and holding the audio pause key for more than 2 seconds will reactivate all audible alarms. The behavior of the o2 breaths function in this event is as designed. There was no ventilator malfunction during the time of the incident. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the patient was boosted 100% oxygen (o2 breaths function) prior to a roll. As the patient was rolled, the patient circuit became accidently disconnected on the expiratory side and no audible alarm was generated. The o2 breaths function per design automatically silences the audible alarms for 2 minutes. According to the hospital, the staff did not immediately notice that the patient was not ventilated and this resulted in the patient became desaturated, but the level was unknown. The patient circuit was attached when staff realised it had become disconnected and the patient rapidly made a full recovery. The final patient outcome was that no permanent injury occurred. Manufacturer¿s ref #: (B)(4).